Manufacturer narrative:
D4: lot number is unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare professional via a manufacturer representative regarding a device used for spinal therapy. It was reported that the upon routine post-operative x-ray, it was observed that a screw tab was still attached to the tulip head and had not broken off. It was hypothesized that the scrub technician had preloaded the extenders and cap as a unit and attached the unit to the screw. The purpose of this workflow was intended to save time, instead of loading each extender and cap one at a time. It was likely that one extender had not been fully attached to the screw, but this was not obviously visible. It was further hypothesized that the extender likely slid off the wall of the screw tab, as it had not been securely locked. During final tightening, it appeared that one of the extenders of an adjacent screw prematurely snapped off. The extender was removed. A counter torque was placed over the single remaining extender of that screw and seated over the tulip head. The set screw was sheared off per the standard technique using the set screw driver and break-off handle, and the remaining extender was also broken off according to the techniqu e with the tab breaker. All broken-off set screws were accounted for extenders and caps were all removed from the patient. No additional x-ray was obtained. It was later noticed incidentally on follow-up x-ray that one tab had not been broken off. The patient had no pain or pressure sore as a result of the prominent tab. The patient decided not to undergo additional surgery at that time to remove the retained tab. There were no further complications reported regarding the event.